Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Device identifiers have been requested. (B)(4). Submitted to FDA on: 10/26/2015.

Event description:
The surgeon reported that his patient presented with endophthalmitis postoperatively. The patient also has an istent in the fellow eye and had no problems with that eye. The surgery was a routine case with no intraoperative complications. The patient was referred to a retina specialist who performed a vitrectomy and administered intravitreal antibiotics since vision had decreased to hand motion. At last follow-up the patient seemed to be improving, but is being followed closely. Additional information has been requested. The relationship between the event and the device is not known.

Manufacturer narrative:
The device history records were reviewed and there were no nonconformances identified. MFR reference #: (B)(4).

Event description:
The following additional information was provided by the surgeon. The patient's preoperative bcva in the left (operative) eye was 20/30-. On (B)(6) 2015 the patient presented with endophthalmitis and the gram stain revealed a gram positive cocci. On (B)(6) 2015 the patient underwent a pars plana vitrectomy which was complicated by suprachoroidal hemorrhage and required multiple procedures. The surgeon thought there was no apparent relationship to the istent device. The patient's current bcva in the left eye is hand motion and the patient has ongoing follow-up with the retina specialist. The prognosis is poor.